Manufacturer narrative:
The insulin pump was monitored and no unexpected battery out limit or weak battery alarms occurred during our testing and was received with normal operating currents. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked reservoir tube window and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a battery out limit and a weak battery alert. Blood glucose level at the time of the incident was 420 mg/dl, which was treated with a manual injection. The caller also reported that the insulin pump's reservoir compartment was cracked. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.